Manufacturer narrative:
The company service representative examined the system and did not replicate the reported event of system making one noise to another in the chop setting. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. No further information was able to be obtained from this customer with regards to the handpiece. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. Additional information received indicated that phaco tip samples were returned for evaluation however, it is unknown which report the samples belong to. Four phacoemulsification tips were returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A photo was reviewed by the manufacturing site. The photo contains two containers, one with two phaco tips with no visible damage, and the other with one phaco tip with visible deformed cannula. The phaco tip observed with the cannula deformed in the photo attached with the related complaint file was not received by the investigation site. Sample 1: the phaco tip was visually inspected and deemed non-conforming, wear on threads, flange corner and nut corner. Damage was observed between bevel outside diameter and bevel face. An additional test was performed to evaluate if the bend angle is in specification per the reported event of bent tip. The bend angle was measured and deemed conforming. An additional test was performed to evaluated for occlusion per the reported event of thermal injury/corneal burn, a flow test was performed and deemed conforming, sample 2: the phaco tip was visually inspected and deemed non-conforming, wear on thread and flange corned. Damage was observed on cannula close to bevel face. An additional test was performed to evaluate if the bend angle is in specification per the reported event of bent tip. The bend angle was measured and deemed conforming. An additional test was performed to evaluate for occlusion per the reported event of thermal injury/corneal burn, a flow test was performed and deemed conforming. Sample 3: the phaco tip was visually inspected and deemed non-conforming, wear on thread, damage observer in the bevel region. An additional test was performed to evaluate if the bend angle is in specification. The bend angle was measured and deemed conforming. An additional test was performed to evaluate for occlusion per the reported event of thermal injury/corneal burn, a flow test was performed and deemed conforming. Sample 4: the phaco tip was visually inspected and deemed nonconforming, wear on threads, wrench nut, underside nut and flange corner. Scratches observed on cannula near bevel region and bevel face. An additional test was performed to evaluate if the bend angle is in specification per the reported event of bent tip. The bend angle was measured and deemed conforming. An additional test was performed to evaluate for occlusion per the reported event of thermal injury/corneal burn, a flow test was performed and deemed conforming. The evaluation does confirm damage in the four (4) phaco tips returned, with visible signs of wear cause for possible use. How and when the damage occurred cannot be determined from this evaluation. The evaluation does not confirm the bent phaco tip as the samples returned were conforming for bent angle. The evaluation does confirm damage in the four phaco tips returned, with visible signs of wear. How and when the damage occurred cannot be determined from this evaluation. Due to the reported event of thermal injury/corneal burn and because a prolonged occlusion can cause thermal injury/corneal burn, an additional assessment for occlusion was performed; no occlusion was determined from this evaluation. A prolonged occlusion is detected by an audible tone. The evaluation does not indicated the reported events are manufacturing related. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the chop setting the instrument kept going from one noise to another. A corneal burn was noted. The customer did not recall if the occlusion bell sound occurred during surgery. Additional information has been requested.